Manufacturer narrative:
The disposable syringe kit that was in use during the alleged event was discarded by the site. The site was unable to provide the lot number of the disposable syringe kit; therefore, testing of retained samples was not possible. The offer of a service check of the stellant CT injection system as well as additional applications training were declined by the customer who admitted that this issue was caused by user error. The stellant CT injection system operation manual cautions the user as follows: "operator vigilance and care, coupled with a set procedure, is essential to minimizing the possibility of an air embolism." The site continues to use the stellant CT injection system after the reported event. No further issues have been reported. This information does not constitute an admission that the device, the company or its employees caused or contributed to a reportable event.

Event description:
Bayer medical care was notified of an alleged air injection that had occurred during a CT scan while the patient was connected to a stellant CT injection system. While an undisclosed amount of air was visualized on the subsequent images, an exact anatomical location of the alleged air could not be determined. The patient was asymptomatic throughout the examination but was sent to the emergency room for observation. A follow-up CT scan confirmed that the air had dissipated. The patient remained asymptomatic and was discharged.